Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation for the procedure, the physician advanced a hydra jagwire guidewire through the cannula. However, the guidewire did not exit out of the tip of the cannula. The physician removed the guidewire and made a second attempt but again the guidewire failed to exit the tip. Upon inspection, it was noted that the tip of the cannula was smashed. No damage was noted to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another tandem xl ercp cannula along with the same guidewire. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during preparation for the procedure, the physician advanced a hydra jagwire guidewire through the cannula. However, the guidewire did not exit out of the tip of the cannula. The physician removed the guidewire and made a second attempt but again the guidewire failed to exit the tip. Upon inspection, it was noted that the tip of the cannula was smashed. No damage was noted to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with another tandem xl ercp cannula along with the same guidewire. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the tip was kinked/smashed. The paint at the distal tip was found minorly scraped. A functional evaluation was performed with a 0.035" guidewire and found that resistance was encountered at the tip but the guidewire was able to exit the device without any issues. The resistance encountered was due to presence of residue inside the working length of the device and the kinked/smashed tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The cannula devices are 100% inspected for tip integrity. The investigation concluded that the kinked/smashed tip and scraped paint at the distal tip are likely due to shipping/transit or due to customer handling/unpacking. The most probable root cause classification is handling damage.